Manufacturer narrative:
D10 concomitant products: unknown endo gia instrument, (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy surgery, the tissue became stuck in one to two staples, and the device locked on tissue, making it unable to be removed. Scissors were used to cut the tissue in order to resolve the issue. It was noted that the surgical time was extended by three minutes.